Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they had experienced high blood glucose and was hospitalized on (B)(6) 2018 and the insulin pump had motor error. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident and current blood glucose was 375 mg/dl. The customer was treated with syringes, insulin drip in the hospital. The customer had symptoms such as vomiting and nausea. It was reported that the customer received two motor errors. Customer was able to complete pump rewind. Customer reported the drive support cap appears normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No motor error alarms were noted during testing. The motor was tested outside the device and passed. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.